Manufacturer narrative:
This medwatch report # 2210968-2012-01736 is being voided as it is a duplicate of medwatch report # 2210968-2012-01344. Please see medwatch report # 2210968-2012-01344 for all information regarding this event.

Event description:
It was reported that a patient underwent a sling procedure for a cystocele repair on (B)(6) 2007. Since the procedure, the patient has experienced infections and pain. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).